Event description:
It was reported that the needle broke at the first penetration during connection of the intestinum tenue and ureter. The tip of the needle could not be found by x-ray. There was no adverse event to the patient.